Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient#1: the autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. The cause of cardiac arrest was asystole. The cardiac arrest was witnessed by a nurse (rn) in the intensive care unit (ICU) for covid-19 patients. The patient was in cardiac arrest for less than 30 seconds prior to receiving the first manual CPR, which was performed by the nurse for an unknown amount of time. The autopulse platform was powered on and performed a few compressions, and then, it stopped compressions and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The hospital crew checked the patient alignment, re-adjusted the lifeband, and re-started the autopulse. The platform performed a few compressions before it stopped again and displayed the ua07 error message. The patient was re-positioned; however, the issue was not resolved. The crew switched to manual CPR, which was performed for about 1 hour. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital. Per the customer, patient death was not related to the autopulse system. Please see the following related MFR report: ccr (B)(4), MFR # 3010617000-2020-01223 for patient #2.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell module 1 and load cell module 2. The defective load cells were likely attributed to mishandling such as a drop or defective components. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the archive data was performed and showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed both load cell modules were defective, and they were replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).